Event description:
It was reported that this right atrial (RA) lead exhibited lead dislodgement. This RA lead was explanted and replaced with the same model. No additional adverse patient effects were reported.